Event description:
It was reported to ventec that the device does not ventilate. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. After the ventilator was powered on and ran for a few minutes, ventilation began but was sporadic due to unstable exhaled tidal volume (vte) levels ranging from zero (low) to 2000 ml. Ventec replaced the control board to resolve the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the control board.